Event description:
Unit was implanted in cephalic vein pectoral pocket. For purpose of sensing, pacing and shocking in ventricle. Implanted: 2006, date of failure: approx 6 months post implants. Noticed during unscheduled clinic visit. Primary sign of failure: oversensing resulting in overdrive shocks. Secondary sign of failure: undersensing. Other sign of failure: oversensing.